Event description:
Needle broken: case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a consumer from (B)(6), concerns a (B)(6) yr old female pt who was treated with novofine 31g (needle) as device therapy and experienced "needle broken" three times each beginning on (B)(6) 2014 and middle of (B)(6) 2014 and "suspected product quality" beginning on an unk date. Pt's height: not reported. Medical history: not reported. The pt was initially treated with novofine 30g and the product quality was assured. From unk date the pt changed to use novofine 31g needle. The pt experienced needle broken three times. First time needle breakage occurred in the middle of (B)(6) 2014 and the needle was pulled out by herself. On an unk date in the beginning of (B)(6) 2014, the needle could not be pulled out. On an unk date the pt went to hosp and after x-ray test, two needles were found in the abdomen. It was reported that the needle which was broken recently had been used for 4-5 days. The broken needles were from one box of needle, so the pt suspected this box of needle quality, action taken with novofine (31g) was not reported. The outcome of event "needle broken occurred in (B)(6) 2014, was reported as recovered. The outcome of event "needle broken which occurred in the beginning of (B)(6) 2014 was not reported. The outcome of event "suspected product quality" was not reported.